Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient passed away while using a ventilator. The information indicates the ventilator was not alarm. Information also indicates that the device¿s alarms settings were set. The evo device was evaluated by the manufacturer's product investigation laboratory (pil) and found the evo device functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a patient passed away while using a ventilator. The information indicates the ventilator was not alarm. Information also indicates that the device¿s alarms settings were set. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.